Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up the lead exhibited noise in the atrial channel. The lead remained implanted. The patient would be followed-up. The patient's condition during episodes and follow-up was good.